Event description:
Unable to interrogate device. Device was explanted and replaced. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The available data were thoroughly inspected. Analysis of the devices memory content revealed a complete memory loss. Inspection of the home monitoring data showed an unexpected drop of the battery voltage. No messages have been received after july 7, 2021. Presumably, the voltage drop led to the memory loss and thus the lack of communication. However, the root cause of this drop could not be determined from the available data. Should the device become available for analysis, this investigation will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. The device could not be interrogated with a programmer, thus confirming the clinical observation. Therefore the device was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed a depleted battery. In a next step, the battery was disconnected from the electronic module. Further thorough investigation of the electronic module did not show any anomalies. In particular the current consumption proved to be normal and expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the manufacturing. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed a depleted battery and the microcalorimetry analysis showed a normal heat dissipation. In a next step, the battery was opened for destructive analysis. During analysis no internal electrical short was evident. However, the occurrence of a temporary short circuit that contributed to an increased internal self-depletion cannot be excluded. In summary, the root cause for the premature battery depletion could not be determined conclusively.